Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission was selected for treatment of a moderate calcified lesion, in the mid to distal lad. The stent was deformed. It was detected outside patient.